Event description:
Dental called medical maintenance to report that an autoclave (steam), exploded. Investigation done. A dr and a tech who arrived at the scene first, said they heard a loud noise and ran down to the room to find the door slightly open with water coming from the bottom of the unit. Maintenance found fragments scattered around the room and later discovered to be pieces of the bearing assembly. Further investigation found that the bearing assembly cracked while the unit was under pressure, leaving a gap about a 1/4" between the door and where the bearing assembly presses against the door. This caused the door to open, fragments of the bearing assembly into the room. A conversation with tech-svs at MFR, informed rptr that this problem is caused by over tightening of the door assembly. They have a modification kit for this model. The co has been replacing the door assembly only if the problem has occurred and reported to them.